Manufacturer narrative:
This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4) and is related to and occurred prior to c&r #: 3003768277-2021/10/29-004-c.

Event description:
It was reported to philips that wireless foot switch not holding charge. This is connected to loss of image related to an azurion 7 b20. There was no reported patient or user harm.